Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. The customer stated that they may have loaded cold insulin. The customer was instructed to load a new cartridge.